Event description:
"In 2008, while ponsky n.b.r. Gastrostomy tube was being placed, the obturator injured the posterior wall of the patient's stomach. The patient developed the peritonitis, and she eventually died." No further information could be obtained from the facility.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.